Event description:
It was reported that patient underwent primary hip procedure on an unknown date. Patient was pushing a wheelbarrow when the hip stem fractured. A subsequent revision procedure was performed on an unknown date to replace the fractured hip stem.

Manufacturer narrative:
Additional information was received upon return of the bi-metric stem and evaluation including item and lot number, manufacture and expiration dates and date of implant and explant. Evaluation of the returned fractured femoral stem shows the presence of beach marks on the fracture surface suggesting the failure of the stem was due to fatigue. It is possible the fatigue failure of the stem was initiated by a fretting/galling process, probable evidence for which is the white residue around the taper interface. It is possible that heavy labor carried out by the patient on a farm contributed somewhat to the implant's failure. The possible indication of stripe wear on the modular head suggests that some subluxation may have occurred. This could also have led to higher than normal stresses and contributed to the fretting/galling process and eventual fracture of the taper. The neck of the bi-metric stem probably fractured due to fatigue which may have been initiated by a fretting/galling process. It is also likely the heavy labor carried out by the patient contributed to the failure. Possible rim contact due to subluxation may have further exacerbated stresses at the taper interface and contributed to the failure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown, expiration date - unknown, implant date - unknown, explant date - unknown, device manufacture date - unknown. Product evaluation has been started, but not complete. Upon completion of evaluation, a follow-up report will be sent to the FDA.